Manufacturer narrative:
The pads were returned to zoll medical united kingdom for evaluation. The pads were received stuck together, and attempting to separate them caused further damaged before testing could begin. Customer photos showed that one pad had a significant portion of adhesive missing or lifted. Due to the pads' received condition, it could not be determined if how the packaging was opened was a factor. A continuity test passed, however; the missing adhesive on the contact surface potentially could have led to higher impedance during use with the x series device. The pads were scrapped after testing. A history review for lot 2125e confirmed no other related claims. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device experienced adhesive problems. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.